Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2022 by the american journal sports medicine. ¿isolated acl reconstruction versus acl reconstruction combined with lateral extra-articular tenodesis: a comparative study of clinical outcomes in adolescent patients.¿ the study reviewed 111 patients and identified acl/pcl instability with bioabsorbable interference screws in 19 patients during the 4-year follow-up period. 6 patients experienced an additional surgery due to graft rupture and 12 patients experienced unknown revision. Ref: monaco e, carrozzo a, saithna a, et al. Isolated acl reconstruction versus acl reconstruction combined with lateral extra-articular tenodesis: a comparative study of clinical outcomes in adolescent patients. Am j sports med. Oct 2022;50(12):3244-3255. Doi:10.1177/03635465221118377.